Event description:
Impulse dynamics field staff were made aware on (B)(6) 2025 that a patient implanted with a smart ipg had their device explanted. The patient had previously reported error codes appearing on their ipg charger, but it remains unclear if that or another functional reason is why the device was explanted. A review of the DHR was conducted and found no anomalies. The explanted device was decontaminated at an approved decontamination facility, and the decontaminated device was returned to (B)(6) in (B)(6) on (B)(6) 2025. The device passed all electronic controls testing. The pd investigator reviewed the device logs and confirmed multiple instances of the device having historically entered "magnet mode". However. The device never entered this mode during the investigator's evaluation. It is suspected that the patient was coming into regular/consistent contact with a magnet that caused the device to enter magnet mode. However, the exact type, nature, and location of this magnet remain unknown. This device will be scrapped.